Event description:
It was reported that this right ventricular exhibited oversensing on the right ventricular channel. Due to this, seven bursts of inappropriate anti-tachycardia pacing (atp) were delivered. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.